Event description:
Caller reported an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after following these steps, the error did not occur again. The caller successfully started their sensor session.